Event description:
The dialysis nurse noticed blood leaking from the bottom of the dialyzer around the blue seal. There was also blood on the floor, approximately a 5-10ml blood loss. There was no contamination between the blood and the water.